Event description:
(B)(4). Same case as: 2134265-2013-02401. It was reported that during a stenting treatment procedure vessel perforation occurred. The patient diagnosed with unstable angina in (B)(6) 2012 and underwent a cardiac catheterization. Target lesion one was a 95% stenosed de-novo lesion located in the mid right coronary artery (rca) with a reference vessel diameter of 3.50mm and a lesion length of 12mm. The lesion was cannulated with jr 4 sh 6fr mach1 guiding catheter and 3.50 x 16 mm promus element plus stent was deployed, resulting in 0% residual stenosis and a perforation was noted at the intervention site. The patient was discharged the following day on aspirin and clopidogrel.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).